Event description:
An alarm 2 was reported due to an occlusion issue, causing the customer's blood glucose level to read "high." A correction bolus was delivered to address bg. Customer changed pump supplies to address the issue.